Event description:
It was originally reported that the screw broke during insertion when surgeon was fixating the screw. The broken part of the screw was fixated in the bone. Surgeon did not use the pilot-drill. Procedure was hallux valgus. Follow-up investigation: the surgeon used 2 (crossing) screws for this arthrodesis. The first screw was fully fixated, the second screw broke off at the transition to the conical part. This broken part of the second screw was not removed, it stayed in the bone. The surgeon thought it was stable enough and left it in the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, this type of event is caused by preparing a pilot hole that is too small, prying/leveraging the driver during implant insertion, inserting the implant at an angle that is not co-axial to the pilot hole, over-insertion and/or using excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.